Event description:
A malfunction alarm labeled as alarm 20 was reported while the pump was in use for insulin delivery. There was no reported adverse impact to the customer's blood glucose level. As a result, the pump was replaced, and a backup pump was provided to continue insulin therapy.